Event description:
Caller reported cgm error 42 related to their continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level. Cts provided information for a complete pump reset, and the customer will reset the pump when ready, with a plan to follow up if the issue persists.